Event description:
Lead assembly was returned in pieces, excluding a portion of the electrodes. During visual analysis , a lead coil break was identified near the connector bifurcation. A second coil break was identified on one of the coils of the reutrned portion near the anchor tether. The lead coils were further analyzed using electron microscopy. Electron microscopy verified one end of the coil break near the connector bifurcation was mechanically damaged with pitting and and the other end was mechanically damaged, rubbed smooth to a point with fine pitting; therefore the fracture mechanisms could not be determined. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting on the broken coil wires. However, in all cases a conclusive determination cannot be made whether the stimulation was flowing at the exact time of fracture. The condition of the lead portion returned is consistent with the conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin showed evidence that, at one point in time, proper mechanical and electrical connection was present. Using a multimeter, continuity checks of the various lead sections were performed with no other discontinuities identified. Based on the product analysis findings, there is evidence to suggest the identified lead discontinuities would have contributed to the stated complaint of high impedance during a normal mode or system diagnostic test. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. The pulse generator did not show any condition that would have contributed to the reported event. The exact cause of the lead breaks are unknown: possible causes of lead discontinuity are: mechanical failure, implant technique (use of suture, no strain relief), "twiddler" (twisting of the lead) violent seizure, physical injury/accident.

Event description:
Reporter indicated that pt's device diagnostic testing at office visit resulted in high impedance reading (dc dc code 7, limit), indicating possible device malfunction. Pt also experienced an increase in seizures believed to be due to the high impedance. No serious injury reported due to the increase in seizures. X-rays were performed and treating neurological facility indicated that no anomalies were noted, however, the device was not very visible via x-rays. Pt underwent revision surgery. Both lead and generator was replaced. Further follow up revealed that the device has been programmed back to on recently but it is too early to tell if the pt's seizure control has improved. Review of manufacturing records for both the ncp pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
Further foll0w up revealed that the patient's seizures have decreased and are shorter in duration since ncp system replacement. Neurologist indicated that there were no environmental stimuli or any changes in medications that could have contributed to the increase in seizures.